Manufacturer narrative:
H10: per good faith effort (gfe) response received 03sep2024, it was confirmed that the central processing unit (cpu) printed circuit board assembly (pcba) was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated. H11: d4 - product UDI.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting a backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse suggested repair per the manual by replacing the central processing unit (cpu) printed circuit board assembly (pcba) and provided parts ID for replacement. Resolution and disposition are pending - investigation is ongoing.